Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Red status indicator and beeping

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 300p from heartsine technologies, (B)(4) on the 1st february 2011. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2011 and that it had performed all self-tests up to and including the last log entry on the (B)(6) 2017. During this period information shows the pad-pak was removed on two occasions for periods of up to approximately 4 months. Also during this time the device records multiple occasions in which the temperature was recorded below the recommended stand-by temperature for the device of 0°c with a low of -1.4°c recorded. The investigation found the fault can be attributed to an intermittent failure of a microprocessor. Throughout the history log the device records multiple occasions in which the temperature is recorded outside the recommended operating range of 0-50°c with a low of -1.4°c recorded. This would indicate the device was stored in adverse conditions. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.